Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina and was referred for elective cardiac catheterization. Subsequently, index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) artery with 70% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x12mm promus element¿ plus drug-eluting study stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient expired and the cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results.